Event description:
This spontaneous case report was received from a gynecologist/obstetrician in the united states on (B)(6) 2014. The report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced gi (gastrointestinal) symptoms and pain post essure placement, salpingitis was diagnosed. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the patient had essure (fallopian tube occlusion insert) inserted. Patient reported gi symptoms (gastrointestinal) and pain post essure placement. In the week before time of reporting, a couple of weeks after essure placement, the patient was hospitalized for salpingitis. Patient recovered. The inserts were not removed. Reporter did not assess device-event relationship. Follow-up information was received on (B)(4) 2014: they are unable to complete the fax received since there were no patient identifiers. Message left with receptionist if she could check with physician to see if she could recall who the patient was and complete the forms. No response to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs